Event description:
The battery of a c450 fell out of the lift and hit a toilet lid. No known consequences to patient.

Manufacturer narrative:
A technician of the dealer visited the site (B)(6) 2015 and reports that the batteries were not original to the lift. He stated that the battery bracket was missing and the screw which holds the battery bracket was incorrect. This investigation is ongoing. A root cause and any corrective actions will be determined.